Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was 446 mg/dl. The customer treated her blood glucose level with the insulin pump. The buttons on the insulin pump were hard to press. The high pressure test passed. The device was not returned.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with intermittent button response on all buttons due to flattened button dome switch. No unlocked lcd keypad connector during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.